Event description:
This device shows eri with unexpected battery behavior. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
(B)(6) 2022 - device explanted. Upon receipt, the device interrogation revealed the eri battery status. A number of five charging cycles was documented. The inspection of the ICD memory content confirmed a premature detection of the eri battery status. The current consumption of the device in the eri state was tested and was found to be normal. The ICD was subjected to an electrical analysis and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. Further extensive analysis of the electronic components and the device memory content was performed, indicating an intermittent elevated current consumption, that could be narrowed down to an integrated circuit on the electronic module. Based on all available information, the root cause for the intermittent elevated current consumption was, however, not conclusively determinable. The current consumption of the ICD was normal during analysis. The manufacturing records and quality documents for this device were re-investigated. No anomalies were documented during the device manufacturing, in particular during the final acceptance test no abnormality in the current consumption of the device was observed.

Manufacturer narrative:
The evaluation result code was updated. Upon receipt, the device interrogation revealed the eri battery status. A number of five charging cycles was documented. The inspection of the ICD memory content confirmed a premature detection of the eri battery status. The current consumption of the device in the eri state was tested and was found to be normal. The ICD was subjected to an electrical analysis and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. Further extensive analysis of the electronic components and the device memory content was performed, indicating an intermittent elevated current consumption, that could be narrowed down to an integrated circuit on the electronic module. Based on all available information, the root cause for the intermittent elevated current consumption was, however, not conclusively determinable. The current consumption of the ICD was normal during analysis. The manufacturing records and quality documents for this device were re-investigated. No anomalies were documented during the device manufacturing, in particular during the final acceptance test no abnormality in the current consumption of the device was observed.